Manufacturer narrative:
At the time of this report, a software investigation is still pending. While there is no pt harm alleged, and the system was eventually confirmed as being accurate, this issue is being reported because there is no info to assure that the surgeon was accurate within specifications prior to re-registering.

Event description:
A medtronic representative reported an inaccurate fluoromerge registration while using the stealthstation. The surgeon completed registration with fluoromerge in synergy spine 2.0. When going into navigation, the surgeon 'felt off' by a few mm in medial lateral orientation. Surgeon then re-registered, moved forward and tested accurate. When preparing to put in pedicle screws, the surgeon ran into challenges related to pt anatomy. Surgeon wanted to switch screw systems, preferred fluoroguidance instead of navigation. The surgeon verified that the stealth system was accurate by comparing images from c-arm spin with passive planer blunt in the spine to where the software showed it was. Surgeon still preferred switching to fluoroguidance and discontinued navigation. There was no impact on the pt outcome.